Event description:
Boston scientific received information that since this right ventricular (rv) defibrillation lead was implanted in 2007, the impedance measurements and threshold measurements have been consistently rising, while the sensing measurements have been decreasing. The physician decided to check the integrity of the lead with a 11j r-wave synchronous shock, and the shock impedance measurement was less than 20 ohms. A lead revision procedure was scheduled. During the procedure, it was not possible to remove this lead, so it was capped and surgically abandoned. The patient previously had a separate rv lead for pacing/sensing, and this lead for defibrillation. As it was not possible to remove either lead, and the physician was not able to place a third lead in the rv, the operation was aborted. A new operation for placing an rv lead was scheduled. During that procedure, a new rv lead was placed successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.